Event description:
On 09/29/98 at 1339, coronary stent deployed and angioplasty on left anterior descending artery. 1350 mailman wire to "mo" to help straighten balloon shaft, to deflate balloon. 1356 md consulting with cardiovascular surgeon. Scimed rep regarding lack of balloon deflation. 1359 cardio vascular surgeon present. 1406 md inflated balloon to 24 atm attempting to rupture balloon. 1415 nir balloon removed from left anterior descending artery. Total inflation time 34 min. 1417 short run of tachycardia, lidocaine bolus given. 1441 second stent to left anterior descending artery deployed.